Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-10575, 2134265-2016-10673, 2134265-2016-11323 and 2134265-2016-11317 it was reported that the patient died. The 38.7% stenosed, 16.8x2.61 mm target lesion was located in the tortuous and calcified bifurcation of the distal left circumflex (lcx) artery. After a non-bsc wire crossed the posterior descending artery and a kinetix wire crossed the posterolateral artery (pla), intravascular ultrasound was performed. Predilation was performed using a 2.0x12 mm nc emerge balloon. A 2.5x24 synergy drug-eluting stent was advanced and implanted at 11 atmospheres. Then post dilatation was performed using a 3.00 mm x 15 mm nc emerge balloon catheter. Post stent residual stenosis was 91%. Then occlusion in pla was noted, and dilation was performed using a 1.5x10 non-bsc balloon. Kissing balloon technique was performed. Timi flow 3 was confirmed and the procedure was completed. Five to six hours later, the patient presented with ischemic heart disease. Intra-aortic balloon pump (iabp) was inserted and coronary angiography was performed and revealed thrombosis of the distal lcx. Thrombectomy was performed but blood flow in lcx was not recovered. Additionally, a 3.0x20 mm emerge balloon catheter was used but still blood flow was not recovered and the patient died.